Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device was explanted because sensing became compromised and unable to get accurate readings. It is believed the patients workouts/weightlifting contributed to the sensing issues. No adverse patient events were reported.